Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. The patient also had staphylococcus infection. Moreover, the patient will also be treated with intravenous antibiotics. There were no additional adverse effects reported. The ICD was explanted.